Event description:
The hosp reported while exiting the colon, the doctor noticed scraping of the colon tissue. The prodcedure was completed with the same device. The pt was discharged without any complications.